Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation device heater is not working. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and heater plate with electrical damage, display with scratches, iso port contaminated and label with cosmetic damage the customer complaint was reproduced. There was 1 error has been identified. The device was scrapped.